Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in ontario reported via a fisher & paykel healthcare (f&p) field representative that there was a hole in the tubing of a bc191 flexitrunk infant nasal tubing. There was no patient consequence.

Event description:
A healthcare facility in ontario reported via a fisher & paykel healthcare (f&p) field representative that there was a hole in the tubing of a bc191 flexitrunk infant nasal tubing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Correction: section d4: expiration date, UDI has been corrected to reflect the correct expiry date method: the subject device, bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubing was stretched and torn between 2nd and 3rd film rings at the midline side of the tubing. Fourier transform infrared spectroscopy (ftir) results show no sign of material degradation. Conclusion: the cause of the reported failure was identified to be an application of excessive force which resulted in the reported failure. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.